Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a leak in the insulin pump. Customer states that the location of the leak is in the reservoir tube area. The blood glucose level was not included in the report. Nothing further was reported.